Manufacturer narrative:
(B)(4). The device has been requested to be returned for examination to our bbm service laboratory in (B)(4). A f/u report will be provided after the investigation results become available.

Event description:
(B)(4).